Manufacturer narrative:
The onyx was not returned for evaluation as it was placed in the patient during the procedure. The lot number was not reported. There is limited information available on the event, as it was reported that the patient was treated with both onyx and cyanoacrylate (non-medtronic product). Additional information has been requested on this case, however, the information has not yet been provided. Should it become available a supplemental report will be submitted. With the limited information available, the cause of the hearing loss cannot be reliably determined; however, per the reported information and review of IFU, the most likely cause for the event is procedure related. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced hearing loss due to an occlusion of the perforating artery supply in the viii nerve nucleus. The patient was receiving embolization with onyx and cyanoacrylate (non-medtronic product) to treat an avm. This deafness is characterized by extreme tonal/vocal discordance, with tone audiometry thresholds at approximately 50 dbs, with no discrimination being possible, indicating severe problems with integration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.